Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 60 ml bd¿ syringe(s) with bd luer-lok¿ tip, are leaking medication during use. No reported medical intervention or serious injury.

Manufacturer narrative:
This complaint is a duplicate of previously a reported complaint, manufacture report # 1911916-2017-00214.